Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 490 mg/dl. It was reported that the customer has alzheimer's disease, and inserted the infusion set in an area where it didn't fully insert. The customer also forgot to bolus for dinner. The caller did not feel that there was anything wrong with the insulin pump, and stated that she would call back if needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.